Event description:
When the md went to "fire" the ceea stapler, it only fired partially. The edge of the anastomosis was torn and when tried to reconnect disc unable to do so. Md then did a left colectomy to get anastomosis to reach. Increased length of time in or by nearly 3 hrs.